Event description:
Customer reports back to back testing on the advantage system with results of: 410mg/dl to 175mg/dl; 410mg/dl to 177mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.